Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated persistent alert code 32 despite multiple restarts, and the user later reported alert 38 for a motor stall; a replacement device was shipped and the original device was ultimately returned. Symptoms included hyperglycemia exceeding 400 mg/dl with vomiting. Outcomes included use of subcutaneous insulin injections as back-up therapy and no professional medical intervention or hospitalization. Investigation included review of device-use history, return logistics, and product evaluation planning following receipt of the original device. Investigation of this case revealed a device malfunction consistent with a pump motor stall and associated pump alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the pump drive system leading to therapy interruption.